Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for degenerative disc disease. It was reported that the patient was having poor communication with his device. The patient used adhesive discs and has tried repositioning the antenna but still was having difficulty communicating with this device. The patient mentioned that he leaves the device on all the time and sometimes lets the battery run out. The last time they had stimulation was 10 days again and they were last able to successfully charge their device 17 days ago. The patient was directed to follow up with their primary healthcare provider. No patient symptoms were reported. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.